Manufacturer narrative:
A device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device was received with cracked top case, cracked right plunger case, and broken ear clip. Error history log identified motor rate error. Occlusion test confirmed the motor rate error. The root cause of the reported issue was found to be due to normal wear life. The pump was over 13 years old at the time of investigation. Actions were taken to mitigate the reported issue: replaced top and bottom cases, right and left plunger case, and ear clip; upgraded delrin washer, cable guard. All functional tests were passed. UDI) is unknown. No information provided to date. This MDR was generated under protocol (B)(4).

Event description:
It was reported that the device had a motor rate error. No patient injury was reported.